Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint is confirmed. Surgical intervention was performed for a vessel occlusion. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal looked and felt like it had deployed correctly. Before the tamper tube was taken down the tissue tract, there was a brisk, pulsatile flow. After the tamper tube was taken down the tissue tract, we achieved hemostasis. The ultrasound access and post procedural/pre angio-seal angiogram, the access site was compliant and on label for usage. There was a small collection of blood at the access site post deployment however, it felt soft and no hematoma formed. The patient came into the office the next day with calf pain and received an ultrasound on site that showed blockage in her common femoral artery (cfa). The patient was referred to the emergency room (ER) for computed tomography angiography (cta) and vascular surgery consult. The computed tomography angiography (cta) showed a one hundred percent occluded common femoral artery (cfa) and distal emboli below the knee, causing a reduction in blood flow below the knee (btk). The patient was taken to emergency surgery with an open arterial cut down of the common femoral artery (cfa), removal of the angio-seal device and thrombectomy below the knee. The vascular surgeon noted the collagen was intra-arterial. The type of procedure performed was an aml tumor embo-outpatient. There was no blood loss. The patient had emergency surgery on (B)(6) 2025. Additional information was received on 15oct2025: the patient had a pulmonary embolism post-surgery over the weekend. The procedure sheath used was a 5 fr pinnacle sheath. There were no difficulties in ultrasound access. The operator saw a quick pulsatile blood flow prior to taking the dilator down the tissue tract. There was a small amount of blood after we made the cut of the suture. We achieved hemostasis; however, there was a question to if a hematoma would form based on a small collection of blood underneath the skin. The access/closure site was confirmed as feeling soft based on the rt and doctors' confirmation. They took an ultrasound image after placement, and the collagen was extravascular, and flow was not occluded after deployment on the table. The patient was stable at the time of angio-seal placement. The puncture site was at the common femoral artery (cfa). There was no disease and/or dissection. The patient had healthy vasculature and was a good candidate for angio-seal. The patient was still in the hospital due to a pulmonary embolism that happened post-surgery/over the weekend.

Manufacturer narrative:
A1: patient identifier: requested, not provded. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.